Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to remove autoimmune reaction coding and add generalized illness coding to more accurately capture the reported event. It was mistakenly reported that the patient had lupus; however, the patient reported a "rash like lupus". Therefore, mentor has received no evidence or confirmation of an autoimmune reaction. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update on the events submitted in the initial report. Mentor was provided with the patient's racial/ethnic background, patient date of birth, the event day, an updated implantation date, and other specific product information. The patient underwent a breast surgery with a 225cc mentor smooth round moderate profile saline breast implant. The patient's symptoms included: neurological problems, twitching, muscle spams, rash, lupus, and other unspecified autoimmune issues. The autoimmune reaction code patient code was added to this report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor saline breast implants and experienced postoperative health complications. The patient's symptoms were not specified. The root cause of the patient's symptoms were unclear. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.